Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 620 pg/ml. The customer questioned the initial result as it did not match the patient's clinical picture and was prompted to repeat the sample. The repeat result was 17.1 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 72574001 and the expiration date is 30-nov-2024. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) found that the measuring cell replacement was overdue and the sample probe had crystal build-up on it.. The investigation did not identify a product problem.